Event description:
It was reported that while resting, this patient received a single inappropriate shock from this subcutaneous implantable cardiac defibrillator (s-ICD) system and was temporarily hospitalized. Upon a data review, it was determined that the shock had been delivered due to over-sensed artifacts. The physician performed provocative maneuvers which were unable to reproduce the artifacts that occurred at the time of the event. Additionally, the shock impedance measurements from the s-ICD system were elevated. It was hypothesized that either a system connection issue contributed to the over-sensed noise or that the artifacts originated from the sense b node. However, due to the results of the provocative manipulations, it was concluded that the shock was delivered due to over-sensed sense b node artifacts. The physician elected to reprogram the s-ICD to the secondary sensing vector and the patient was discharged. The event details were also forwarded to boston scientific technical services, who agreed with the conclusions and programming changes. At this time, the s-ICD system remains implanted and in-service. No additional adverse patient effects were reported.

Event description:
It was reported that while resting, this patient received a single inappropriate shock from this subcutaneous implantable cardiac defibrillator (s-ICD) system and was temporarily hospitalized. Upon a data review, it was determined that the shock had been delivered due to over-sensed artifacts. The physician performed provocative maneuvers which were unable to reproduce the artifacts that occurred at the time of the event. Additionally, the shock impedance measurements from the s-ICD system were elevated. It was hypothesized that either a system connection issue contributed to the over-sensed noise or that the artifacts originated from the sense b node. However, due to the results of the provocative manipulations, it was concluded that the shock was delivered due to over-sensed sense b node artifacts. The physician elected to reprogram the s-ICD to the secondary sensing vector and the patient was discharged. The event details were also forwarded to boston scientific technical services (ts), who agreed with the conclusions and programming changes. Recently, at a follow-up appointment, the physician observed that the shock impedance of this s-ICD system had risen from 130 ohms to 205 ohms. Provocative maneuvers were performed, which showed no evidence of mechanical artifacts or over-sensing so the physician elected to continue with remote monitoring. Ts was also contacted again, and it was inquired whether the patient had experienced a recent change in weight or medication impacting fluid balance, which could have caused increased impedance measurements. It was noted that the remote monitoring system will declare a red alert when the device attempts to deliver a shock with impedance greater than 200 ohms, or if the system impedance exceeds 400 ohms without a shock delivery. Ts confirmed that there was no evidence of electrode fracture, as there was no recent noise or mechanical artifacts present. However, to confirm effective arrhythmia conversion, it was recommended to assess the system placement with diagnostic imaging. Additionally, ts also recommended considering defibrillation threshold testing (dft). At this time, the s-ICD system remains implanted and in-service. No additional adverse patient effects were reported.

Manufacturer narrative:
This report is being sent to provide new information in sections b2 (outcomes attrib to adv event), b5 (event description), d6b (explant date), and h6 (impact codes).

Event description:
It was reported that while resting, this patient received a single inappropriate shock from this subcutaneous implantable cardiac defibrillator (s-ICD) system and was temporarily hospitalized. Upon a data review, it was determined that the shock had been delivered due to over-sensed artifacts. The physician performed provocative maneuvers which were unable to reproduce the artifacts that occurred at the time of the event. Additionally, the shock impedance measurements from the s-ICD system were elevated. It was hypothesized that either a system connection issue contributed to the over-sensed noise or that the artifacts originated from the sense b node. However, due to the results of the provocative manipulations, it was concluded that the shock was delivered due to over-sensed sense b node artifacts. The physician elected to reprogram the s-ICD to the secondary sensing vector and the patient was discharged. The event details were also forwarded to boston scientific technical services (ts), who agreed with the conclusions and programming changes. Recently, at a follow-up appointment, the physician observed that the shock impedance of this s-ICD system had risen from 130 ohms to 205 ohms. Provocative maneuvers were performed, which showed no evidence of mechanical artifacts or over-sensing so the physician elected to continue with remote monitoring. Ts was also contacted again, and it was inquired whether the patient had experienced a recent change in weight or medication impacting fluid balance, which could have caused increased impedance measurements. It was noted that the remote monitoring system will declare a red alert when the device attempts to deliver a shock with impedance greater than 200 ohms, or if the system impedance exceeds 400 ohms without a shock delivery. Ts confirmed that there was no evidence of electrode fracture, as there was no recent noise or mechanical artifacts present. However, to confirm effective arrhythmia conversion, it was recommended to assess the system placement with diagnostic imaging. Additionally, ts also recommended considering defibrillation threshold testing (dft). Recently, the elevated shock impedance has persisted. X-ray imaging was performed, which confirmed a suboptimal system placement. The patient was subsequently evaluated in-clinic, where manipulations were performed. No noisy artifacts were reproducible, and the impedance remained elevated, but stable, between 260 and 275 ohms. The physician elected to surgically explant and replace the system to resolve the event. During the procedure, the electrode was accidentally cut prior to removal. No additional adverse patient effects were reported. The explanted s-ICD system is expected to be returned for analysis.

Event description:
It was reported that while resting, this patient received a single inappropriate shock from this subcutaneous implantable cardiac defibrillator (s-ICD) system and was temporarily hospitalized. Upon a data review, it was determined that the shock had been delivered due to over-sensed artifacts. The physician performed provocative maneuvers which were unable to reproduce the artifacts that occurred at the time of the event. Additionally, the shock impedance measurements from the s-ICD system were elevated. It was hypothesized that either a system connection issue contributed to the over-sensed noise or that the artifacts originated from the sense b node. However, due to the results of the provocative manipulations, it was concluded that the shock was delivered due to over-sensed sense b node artifacts. The physician elected to reprogram the s-ICD to the secondary sensing vector and the patient was discharged. The event details were also forwarded to boston scientific technical services (ts), who agreed with the conclusions and programming changes. Recently, at a follow-up appointment, the physician observed that the shock impedance of this s-ICD system had risen from 130 ohms to 205 ohms. Provocative maneuvers were performed, which showed no evidence of mechanical artifacts or over-sensing so the physician elected to continue with remote monitoring. Ts was also contacted again, and it was inquired whether the patient had experienced a recent change in weight or medication impacting fluid balance, which could have caused increased impedance measurements. It was noted that the remote monitoring system will declare a red alert when the device attempts to deliver a shock with impedance greater than 200 ohms, or if the system impedance exceeds 400 ohms without a shock delivery. Ts confirmed that there was no evidence of electrode fracture, as there was no recent noise or mechanical artifacts present. However, to confirm effective arrhythmia conversion, it was recommended to assess the system placement with diagnostic imaging. Additionally, ts also recommended considering defibrillation threshold testing (dft). Recently, the elevated shock impedance has persisted. X-ray imaging was performed, which confirmed a suboptimal system placement. The patient was subsequently evaluated in-clinic, where manipulations were performed. No noisy artifacts were reproducible, and the impedance remained elevated, but stable, between 260 and 275 ohms. The physician elected to surgically explant and replace the system to resolve the event. During the procedure, the electrode was accidentally cut prior to removal. No additional adverse patient effects were reported. The explanted s-ICD device was returned for analysis, but the electrode was cut during the procedure and will not be returned for analysis.

Manufacturer narrative:
This report is being sent to provide new information in sections b2 (outcomes attrib to adv event), b5 (event description), d6b (explant date), and h6 (impact codes). This report is being sent to provide new information in section b5 (event description).